Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member/friend concerning patient with an implantable neurostimulator (ins) for spinal pain. It was reported the patient was having pain from the hip to the ankles for the past week. The patient did not have a patient programmer to adjust settings. They were able to charge the ins but the patient was not feeling the tingling in her legs like she usually does. The patient¿s left side was hurting so badly that she has ice packs on it. The patient was not interested in purchasing a patient programmer. The healthcare provider (hcp) talked about taking the device out. The patient was redirected to their hcp. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that the patient continued to have problems with pain.